Event description:
It was reported that during a device implant when implanting the right ventricular lead, it was found that the lead could not pace the myocardium of the patient. After replacement, the patient's heart still cannot pace at 10v in several parts. The physician believes the lead has quality problems. Therefore, the procedure was completed by explanting and replacing the lead. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies.